Manufacturer narrative:
It was later reported that a lead revision was performed. The proximal df screw was not fully tightened once it was inspected. This was corrected and no adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field this investigation will be updated should further information be provided.

Manufacturer narrative:
Further information received from the field representative noted that the physician has made attempts to contact this patient to further evaluate. However, the physician has not been able to reach the patient.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected greater than 125 ohms on this right ventricular lead. Defibrillation testing was done with recorded 45 ohms. There was suspect that this was related to a setscrew issue. No adverse patient effects were reported.